Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that poor communication occurred due to failure of cable and/or imaging part resulting to b30 error. B30 error is scope communication error, and it occurs when communication with endoscopes cannot be done (instruction manual of clv-s190 chapter 9 when abnormality occurs; 9.2 how to tell the abnormality and how to handle it). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
A third-party distributor reported that scope communication error code b30 was displayed with no image during preparation for an unspecified laparoscopic procedure when the hd autoclavable camera head was connected to the evis exera iii video system center. Another similar device was used for the intended procedure with no patient or user harm reported. The reporter also indicated that the camera head was damaged during the reprocessing process between cases, and no patient was involved. This report is being submitted on the camera head malfunction.

Manufacturer narrative:
The device was returned to a third party repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported b30 scope communication error was confirmed, caused by intermittent faulty switches. The switch fpc (flexible printed circuit) was replaced, and the camera cable was disassembled, dried, cleaned, and reassembled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.